Event description:
Customer reported having large differences in sensor glucose versus blood glucose values. Customer stated that the drops in values have been large enough to trigger the threshold suspend feature. Earlier in the day of the call, the customer received a blood glucose reading of 169 mg/dl and a sensor glucose reading of 50 mg/dl. The customer also received a blood glucose reading of 133 mg/dl and a sensor glucose reading of 49 mg/dl. Blood glucose level at the time of the call was 133 mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.